Event description:
It was reported that customer had high blood glucose. Customer's blood glucose was 414 mg/dl. Customer treated high blood glucose with syringe. Troubleshooting was done. The customer was assisted in performing high pressure test and test passed. The customer was advised to remove the set from the body and found the cannula was bent. The customer was advised regarding the two high blood glucose rules. It was found that the insulin pump was working as designed. No further information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.